Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented remotely via merlin.net transmission, oversensing was noted on the device. Abbott technical support indicated that the oversensing is appeared to be myopotential. The patient was brought to the clinic and programming changes were made. The patient was stable throughout the device interrogation and will continue to be monitored.